Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, site confirmed per query that fracture is due to the osteoporotic bone that will conduce to secondary displacement of the screws and rods.

Manufacturer narrative:
(B)(4)

Event description:
Primary diagnosis: osteoporosis event onset date: (B)(6)-2012 date of CT: (B)(6)-2012 date of scintigraphy: (B)(6)-2012 it was reported that the patient had, persistent low back pain irradiated trough lower extremities. "Neuroradiological examens with tdm and MRI" find and osteoporotic fracture of l2 with secondary settled of kyphosis.

Event description:
Primary diagnosis: degenerative discopathy device implant displacement and vertebral osteoporotic fracture at l2 with secondary kyphosis it was reported that on (B)(6) 2011 the patient underwent fusion surgery at l2-l3. The patient on (B)(6) 2013 reportedly suffered displacement of the implant and fracture of the body at l2 and abnormal mobility of the screws. The patient on an unspecified date underwent fusion surgery at t11-l3. It was reported that the outcome was resolved on (B)(6) 2013. It was reported that the patient was implanted with rhbmp-2/acs. No additional information was reported.